Event description:
It was reported that patient with this artificial urinary sphincter (aus) experienced difficulty using the device because the pump placement was too deep. The device was explanted and replaced. There were no patient complications reported.